Manufacturer narrative:
Corrected data. B1 ¿ type of report (check all that apply). A recharging the scs system issue was reported to abbott. Following an accident, the patient experienced recharging problems with scs system. The patient's leads were replaced due to high impedance and migration. The ipg was replaced due to ipg becoming inoperable. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported event of ipg being inoperable and unable to charge was confirmed. At receipt the ipg did not communicate with a lab patient programmer. The cause was due to a depleted internal battery due to lack of charge. After the ipg was cut open and the battery recovered, the ipg was able to be charged. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. The leads had migrated. Surgical intervention was undertaken wherein the ipg, and leads were explanted and replaced. Effective therapy was restored post operatively.